Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient¿s death. The etiology of the event is unknown; therefore causality cannot fully be determined. However it is known, esrd patients have a higher mortality rating compared to the general population. Additionally, sudden death and cardiac arrhythmias account for 37% of all deaths in the medicare esrd population. Based on the information available, there is no documentation or indication the liberty cycler caused or contributed to the patient¿s adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Although a causal relationship could not be confirmed, a temporal relationship between the patient¿s therapy and death remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
The peritoneal dialysis registered nurse (pdrn) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient expired at a rehabilitation hospital. The esrd death notification was requested, however is unavailable. Subsequent attempts to obtain additional information have thus far proven unsuccessful. As such, the hospital course, rrt details/regimen and specifics regarding the patient¿s death are unknown. Furthermore, it is unknown if any fresenius device(s) or product(s) were utilized during the course of hospitalization.